Event description:
First reported as "faulty product". Additional info now states the line was removed after 14 days of augmentin (amoxacilln and clavulanic acid) "1 gram 8 hourly". During each administration the link was flushed with normal saline and locked off with 3 mls of heparinized saline, 10 units / ml. The nurse measured the PICC after removal and realized 5cm had broken off. The pt was taken to theater and 5cm of catheter was removed.